Event description:
It was reported that the ilet exhibited a charging problem associated with the battery charger, and a replacement charger was shipped to address the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.